Event description:
The customer stated the meter was reading erratically. He tested his blood glucose and received back to back readings of 200 and 13 mg/dl. The difference between the reading falls in the "e" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.